Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after a fall and receiving a vibratory notification. It was noted that atrial lead noise was present with provocative testing. Automatic mode switch (ams) and several non-sustained right ventricular oversensing episodes determined to be myopotential oversensing were noted on the implantable cardioverter defibrillator. Reprogramming changes were made. No adverse events were recorded. The patient was stable.